Manufacturer narrative:
(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The customer sent picture of the ventilator. It is visible that there is a scratch across the lower part of the display. Tech support instructed the customer to get a new front panel.

Event description:
The customer reported that the vela ventilator has touch screen fault during testing. The customer confirmed that there was no patient involvement that was associated with the reported event.